Manufacturer narrative:
Other applicable components are:: product ID: 3057, product type: screening device. Other relevant device(s) are: product ID: 3057. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported that the patient though one of the wires may have come loose. Contributing factors were unknown. They had an appointment with their clinician scheduled for the following day. It was reported it was unresolved at the time of the report. No patient symptoms were reported. No further complications were reported or anticipated.